Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer would use the cartridge and tubing for 9 days. Tandem technical support educated the customer on insulin/cartridge labeling. The customer's blood glucose level was approximately 400 mg/dl. The customer changed pump supplies to address the occlusions.